Event description:
Customer reported receiving inaccurate readings on their adc blood glucose meter. Customer reported receiving a reading of 7.7 mmol/l compared to a lab result of 3.23 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Per the clinic, the patient was explanted due to a device issue. There was no documentation provided from the center to confirm this.the patient was explanted in 2009.more information has been requested, but was not available at the time this report was filed the following month.

Manufacturer narrative:
Per the center, the device was explanted due to a device issue following a car accident. (B)(4).